Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and reported that he checked the error codes in the diagnostic logs, and observed a safety disk leak test failure in the logs. The fse ran the iabp through a complete calibration and functionality tests and all passed. The fse ran the safety disk leak test many times and each time it passed. The fse then used the luer plug that the customer used when they ran the leak test and the leak test failed each time. The fse found that the luer plug was not the correct plug. Subsequently, the fse used the correct plug and the iabp passed the leak test each time. The fse then explained the issue to the biomedical engineers and they advised that they will inform the staff not to use the incorrect plug. All functional and safety tests were passed to factory specifications and the iabp was released to the customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) failed the safety disk leak test. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.